Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer alleged insulin pump was over delivering and had low blood glucose level. Customer was hospitalized due to low blood glucose level. Customer blood glucose level at time of incident was 4.1 mmol/l. Customer's a another blood glucose level was 11 mmol/l. Customer was treated with glucose. The customer believed insulin pump was over delivering when giving a bolus. Customer was unconscious and woke up in ambulance. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. The device will be returned for analysis

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device received with torn display window cover, pillowing keypad overlay and cracked select button keypad overlay. (B)(4).